Event description:
It was reported that a review of an atrial tachy response (atr) episode in this implantable cardioverter defibrillator (ICD) was requested. Technical services (ts) reviewed the event and stated that it was difficult to determine whether the right atrial (ra) channel exhibited undersensing or oversensing. However, a timing limitation was identified, which resulted in the masking of ventricular sensing events following atrial pacing. Due to this ventricular undersensing, a ventricular pacing pulse was delivered, leading to a functional loss of capture (loc). Ts concluded that this was attributed to the programmed device settings. No adverse patient effects were reported. This ICD was explanted due to therapy upgrade; however, it has not been received for analysis.